Event description:
The patient stated seeing a power on reset (por)/call your doctor screen on his programmer. The patient could not remember all the tests he had, but reported some scans for his heart and an echo cardiogram. The patient stated he doesn't know if his implantable neurostimulator (ins) was on or off because he hasn't used his programmer in a couple of months. It was noted that activity could be related to emi. The patient called back four days later and wanted information on how to clear the por. Additional information reported about couple weeks later indicated that patient had a new implant and the stimulation has been turned on. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.